Event description:
A malfunction alarm with the code "malf 0" was reported. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with the reset, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.